Event description:
One incident of intense itching one hour into a four hour treatment. Treatment was continued until the end of the four hours with cessation of itching when the treatment was completed. The pt has been treated with tca 210g dialyzers for 3 months. The pt was given polaramine (dexchlorpheniramine, route and dose unk) for the itching. Pt has recovered. Biological and conductivity test results of the water were normal.